Manufacturer narrative:
This event occurred due to an operator error. Operator should not run pt samples when automatic quality control (aqc) was off on the instrument. Instrument is performing as intended.

Event description:
Customer reported that automatic quality control (aqc) was off on the instrument from (B)(6) 2013. Customer indicated that pt samples were run during this time frame. There was no report of injury due to this event.